Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer's daughter stated, that the customer was hospitalized with diabetic ketoacidosis. The customer was too sick to troubleshoot during the phone call. Nothing further was reported.